Event description:
(B)(6) manager in (B)(6) was contacted by a vns treating physician. It was reported that when a pt's vns was titrated they had syncope. When their settings were raised from 0.5 to 0.75 ma they had syncope x2 and when raised from 0.75 to 1ma they had syncope. The event occurred after programming changes were made. The pt was lowered to 0.75ma and no further events at this time. The event did not occur during implantation of the vns. No further interventions are planned. The next time the pt is seen they will do further ECG monitoring. It is believed the event is related to stimulation. The pt continues their therapy and had no history of this prior to vns.